Manufacturer narrative:
This report contains correction in section d6b explant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that there was a drop in battery longevity from 5 years to remaining now at 9 months in about 2 months. The patient was dependent on this pacemaker device. There was also noise noted on the right atrial (ra) lead. All other threshold and impedance measurements were within the normal range. Technical services (ts) reviewed and stated that the power consumption has been abnormally high since few months now and recommended to have this device replaced as soon as possible in order to continue providing therapy protection for this pacing-dependent patient. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that there was a drop in battery longevity from 5years to remaining now at 9 months in about 2 months. The patient was dependent on this pacemaker device. There was also noise noted on the right atrial (ra) lead. All other threshold and impedance measurements were within the normal range. Technical services (ts) reviewed and stated that the power consumption has been abnormally high since few months now and recommended to have this device replaced as soon as possible in order to continue providing therapy protection for this pacing-dependent patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that there was a drop in battery longevity from 5 years to remaining now at 9 months in about 2 months. The patient was dependent on this pacemaker device. There was also noise noted on the right atrial (ra) lead. All other threshold and impedance measurements were within the normal range. Technical services (ts) reviewed and stated that the power consumption has been abnormally high since few months now and recommended to have this device replaced as soon as possible in order to continue providing therapy protection for this pacing-dependent patient. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that there was a drop in battery longevity from 5years to remaining now at 9 months in about 2 months. The patient was dependent on this pacemaker device. There was also noise noted on the right atrial (ra) lead. All other threshold and impedance measurements were within the normal range. Technical services (ts) reviewed and stated that the power consumption has been abnormally high since few months now and recommended to have this device replaced as soon as possible in order to continue providing therapy protection for this pacing-dependent patient. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis. Additional information received indicated that this device had sensing and pacing issue. No patient adverse effects were reported

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains correction in section d6b explant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Manufacturer narrative:
This report contains additional information in section h6 impact codes. This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains correction in section d6b explant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attributed to adverse event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that there was a drop in battery longevity from 5 years to remaining now at 9 months in about 2 months. The patient was dependent on this pacemaker device. There was also noise noted on the right atrial (ra) lead. All other threshold and impedance measurements were within the normal range. Technical services (ts) reviewed and stated that the power consumption has been abnormally high since few months now and recommended to have this device replaced as soon as possible in order to continue providing therapy protection for this pacing-dependent patient. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to be returned for analysis. Additional information received indicated that this device had sensing and pacing issue. No patient adverse effects were reported.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion (pbd). It was noted that there was a drop in battery longevity from 5years to remaining now at 9 months in about 2 months. The patient was dependent on this pacemaker device. There was also noise noted on the right atrial (ra) lead. All other threshold and impedance measurements were within the normal range. Technical services (ts) reviewed and stated that the power consumption has been abnormally high since few months now and recommended to have this device replaced as soon as possible in order to continue providing therapy protection for this pacing-dependent patient. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported. Additional information received indicated that this device had sensing and pacing issue. No patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The device was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd, and other clinical observations coded to the CAPA. This report contains additional information in section h6 impact codes. This report contains additional information in section b5 describe event or problem and h6 device codes. This report contains correction in section d6b explant date. This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.